Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment in unknown anatomy.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6) 2024. The anatomical location is unknown. During the procedure, when trying to perform the shot, the clip fell off, and it was not possible to perform the clipping. There were no patient complications have been reported as a result of this event.